Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that e224 error occurred due to communication failure caused by cable failure. A probable cause for cable failure was that the cable was disconnected due to kinks /knot on cable causing it to break. E224 is an error which is displayed when abnormality occurred on the communication between endoscope and processor (¿troubleshooting: troubleshooting guide¿, otv-s400 instruction manual, chapter 9, section 9.2.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an image problem with head error and a seal piece came off also. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image quality issue was due to an electrical contact corrosion of the video connector. Additionally, the rubber part on the rear cover packing was peeling, and the electrical system had kinks and knots on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.